Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise. Noise was unable to be reproduced. The left ventricular lead exhibited loss of capture at max output. One of the vectors was capturing the atria. The left ventricular lead was also previously programmed off for unknown reason and remained programmed off. No intervention was performed for the right atrial lead. The patient would be continued to be monitored.